Event description:
It was reported that patient battery was not working as intended. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted device will not be return as it was discarded at the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately three years ago from date manufacturer was made aware.